Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the physician was repositioning the lead in order to get acceptable parameters and when the helix was extended it was observed that the helix was partially damaged. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.